Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for a female patient. A second sample five hours later generated normal results. The initial sample was repeated and the results were normal. The following data was provided: woman positivity threshold = 16 ng/l first sample: 24jul2024 sid (B)(6) initial result = 37.9 ng/l repeat results = <5.1 ng/l, <5.1 ng/l. Second sample: 24jul2024 sid (B)(6) result = <5.1 ng/l repeat results = <5.1 ng/l, <5.1 ng/l there was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00423-00 under a different suspect device. Section a1 - patient identifier: complete sid is (B)(6). The field service representative (fsr) cleaned wash zone 1, wash zone 2, and replaced and calibrated the sample alinity pipettor probe. The sample alinity pipettor probe was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the sample alinity pipettor probe was replaced. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity I system, the sample alinity pipettor probe, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number ai21490 or the sample alinity pipettor probe were identified.